Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of polyflux 140h, an external fluid leakage was noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available however photographs and a video were provided for evaluation. Visual inspection of the provided video shows the product during treatment. Several drippings are visible in the header area of the product, but it is not clear where the dripping is coming from. Visual inspection of the provided photographs show the product label sticker the reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.